Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that an out of insulin alarm occurred. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery. The customer's blood glucose was 334 mg/dl.